Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unhappy about the connection issues between the drg ins and patient controller. As a result, the patient underwent surgical intervention on (B)(6) 2017 where the ins was explanted and replaced.

Event description:
Follow up revealed that effective therapy was restored post operatively. It was also confirmed that the patient experienced auto reducing.